Event description:
It was reported that after opening the pocket for device replacement, the right ventricular (rv) lead body showed damage of the insulation with twiddler's syndrome suspected. It was also reported that while looking under fluoroscopy, it was noticed that the atrial lead was also slightly retracted. It was further reported that an attempt was made to give the atrial lead more curve but this was not possible. Therefore, the physician decided to explant and replace both the leads with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead in segments was returned to the manufacturer and analyzed and no anomalies were found. All conductors were distorted and the inner insulation torn. The outer insulation was breached cut and had cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was stretched and the lead had apparent explant damage. (B)(4): the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the distal conductor was distorted, several conductors were distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking and was breached (non-electrical), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched.